Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 400 mg/dl between 4 and 24 hours of wearing the pod. The reporter stated they were flying in an airplane when their bg went high and the op5 was not working properly. The reporter also stated they were missing sensor values and further reported that the pink slide did not move forward, which would indicate a needle mechanism failure. The reporter did confirm that the cannula did insert into their leg and upon removal of the pod the cannula appeared normal.